Event description:
Per the clinic, it was reported that the device migrated. Subsequently, the device was explanted on (B)(6) 2014.

Manufacturer narrative:
This report is filed november 17th, 2014.

Manufacturer narrative:
(B)(4).